Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, version #: 3.1.4. The manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the graphical information of the biopsy needle was incorrect. During the biopsy procedure, the "guidance" view was incorrect. The value "... To target" was correct, but the graphical representation of the cutting window of the needle and the target was not. Prior to the incident, views were sagittal, coronal, axial and 3d. Passive planar blunt being used. They changed the 3d view to guidance view. Verified the navigus probe. Found the trajectory and locked the trajectory. When the issue occurred they were inserting the needle, in views traj 1, traj 2 and probe's eye the graphical representation of the needle corresponded to reality. In the "guidance" view, the metric "to target" was correct (52.8 mm to target) but the graphical representation shows the cutting window already in target. Navigation was aborted causing no delay to the case. No reported impact to the patient.

Manufacturer narrative:
H3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs captured 2 sessions on the date of the issue. The application logs were overwritten by jan-2023 logs, and logs captured only "xsession-errors" log. The logs captured that the site did the trace registration on the date of the issue, but did not capture significant errors related to the reported behavior. The archive had 9 exams, among them, 1 exam was loaded with an error that does not contain valid data for navigation. Among 8 mr exams, 3 mr exams are of non-lps orientation (precisely 2 are sagittal and 1 coronal), and the rest 5 mr exams are lps orientation. The 4 lps exams are not as per navigation protocol (mr-2, mr-4, mr-6, and mr-7), and the site did the trace registration only on one mr exam, i.e., mr-3, the site did a plan of length 61.2mm in right-anterior-superior part of the head. No other exams have the registration data. However, the reported behavior was reproduced in-house by creating a new plan on the provided archive and also with non-lps demo exams. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information was added to b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the biopsy was successfully performed with just using 2d views. The site did not need to perform a different approach to complete the biopsy. The procedure was not aborted.